Manufacturer narrative:
Lot number - 18k022, 18m006, 18n025, 19a039, 19a040. Seven (7) single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer of all seven devices. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 9 </noe> malfunction events. It was reported that nine (9) small volume folfusors did not flow. Five of the events occurred during infusion and involved patients with no patient consequences, and four events occurred during priming prior to patient use. No additional information is available.